Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. The part numbers for the plates and screws used to fixate the implant were unable to be provided. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a revision due to a late infection. The original surgery was performed (B)(6) 2012. The revision surgery was performed (B)(6) 2016. No additional information is available at this time.